Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Initial reporter - this article was authored by johannes c. Reichart, maximilian r. Volkmann, maximilian koppmair, lars rackwitz, martin ludemann, maximilian rudert, and ulrich noth. ¿comparitive retrospective study of the direct anterior and transgluteal approaches for primary total hip arthroplasty¿ international orthopaedics (sicot) (2015) 39:2309-2313.

Event description:
A patient identified in the article had a femoral fracture that was noted after stem placement and treated with cerclage wire. There was no alteration in postoperative physical therapy. There has been no further information provided and the patient outcome is unknown.